Event description:
Trial femoral head was lost inside total hip incision. The trial popped off during trial reduction of hip. Multple x-rays failed to locate the part; difficulty in location attributed to part not being radiopaque. The incision was closed with the part inside.